Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of inconsistencies spo2 readings (sometimes high and sometimes low) there was no reported patient or user impact.

Event description:
The customer reported the problem of device reboots continuously.

Manufacturer narrative:
This pr was re-evaluated based on investigation results. During investigation, it was clarified that the customer reported the issue was related to device reboots not inconsistent per initial reporting. This case is confirmed to address issue of device reboots continuously and has been deemed non-reportable. Device reboots interrupt monitoring for (~30) seconds before monitoring resumes and does not affect the measurements on the monitor. The rebooting of the monitor is detectable to users because the appearance is easily distinguished from normal monitoring. The monitor is designed to generate restart tones when restarting. These tones would allow the user to implement alternative monitoring if warranted. The device is designed to reboot when it encounters problems with the network. Once restarted, the device will return to normal monitoring. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence.